Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was submerged in pool water and then started making a loud noise. The customer removed the battery and put it back in. The blood glucose reading was 7.7 mmol/l.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The insulin pump was received moisture damaged at motor. The insulin pump was inserted battery and monitored and no constant tone during test. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and missing endcap sticker.